Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim insulin pump guide indicates that humalog was tested for up to 48 hours.

Event description:
Received info stating customer received multiple occlusion alarms. The cartridge had been in use approx three days. Reportedly, customer's blood glucose level was impacted.